Event description:
When removing the needle cap from the syringe it was noted that the hub of the needle was "thinned and stressed" at the half-way point. A second syringe was found in this same condition and with very little force applied to the needle, the needle broke off at the stressed spot on the hub. A plastic particle from the hub was also noted inside the syringe.